Manufacturer narrative:
As reported, the patient was initially implanted on (B)(6) 2017, after another manufacturer¿s devices were explanted. Patient received a revision of the tibial insert only on (B)(6) 2018, reason not reported and remains unknown. All available information has been received at this time. Device not returned for analysis. Per labeling (IFU# 700-096-004 rev. N) the optetrak comprehensive knee systems are indicated for use in skeletally mature individuals undergoing primary surgery for total knee replacement due to osteoarthritis, osteonecrosis, rheumatoid arthritis and/or post-traumatic degenerative problems. They are also indicated for revision of failed previous reconstructions where sufficient bone stock and soft tissue integrity are present. Postoperative counseling and care is important. It is recommended that regular, long-term postoperative follow-up be undertaken to detect early signs of component wear and loosening, and to consider the course of action to be taken if such events occur. A suitable rehabilitation program should be designed and implemented. Upon review of the available information, there is no evidence that this is a device related problem and there is no allegation against the device. Implantation of a total joint could result pain, infection, instability, or loosening of total joint hardware. The most likely cause of the reported event is adverse event without identified use problem.

Event description:
As reported, this 80 y/o male patient was initialed implanted in the right knee on (B)(6) 2017 after removal of a competitor¿s devices. The tibial tray was revised on (B)(6) 2018 with no reason reported. All available information has been received at this time.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision of poly insert of the right knee, reason unknown. No further information provided.